Event description:
Upon implantation of the device, the device began spurting urine out of it. The device was removed and inspected and found to have a cracked hub. Another device was implanted, and the patient was not injured.